Event description:
It was reported that leakage at luer lock connection was observed. Patient involvement is unknown.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: 03/17/2025. G1: corrected. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: one device was returned for analysis. Functional and visual tests were performed, but the reported issue was not duplicated. The cause of the reported issue was not determined as no issue was identified through testing. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.